Event description:
It was reported that the customer had a loose drive support cap on the insulin pump. Customer stated that the drive support cap is sticking out when she attempts to prime the pump. Customer was advised to stop using the pump. Customer's mother was explained the risks of using the pump with a loose drive support cap. Customer left to go to school and continued to wear the pump. The risks of using a pump with a loose drive support cap were explained to the customer's mother. Customer has also had more ketones. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Insulin pump received with cracked and detached end cap. Unable to perform rewind, basic occlusion, occlusion, prime and excessive no delivery test due to detached end cap. The drive support cap was inspected and no anomaly noted. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.